Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The reported problem, "cracked/damaged downstream occlusion (dso) seal", was verified by visual inspection. The cause is dso seal. Replaced dso sensor with seal to resolve the reported error. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Last previous repair, february 2023. Cracked dso seal after one year of used/in service.

Event description:
It was reported that the pump had a cracked downstream occlusion (dso) seal. There was unknown patient involvement and unknown patient harm.